Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the self-test but failed the rewind test. Pump error 43 was displayed after unit failed the rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 43 alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was found on (B)(6) 2025 22:29:23.000 through (B)(6) 2025 22:38:15.000, with several alarms noted. Line=752 file=121. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. However, moisture damage was found on the motor assembly, causing the rewind anomaly and pump error 43. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations for pump error 43 and rewind anomaly were confirmed when unit failed the rewind test due to persistent pump error 43, caused by moisture damage on the motor assembly. Isolate to motor assembly and electronic assembly due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error where the customer was able to clear the alarm but, unable to complete the rewind process. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1805 was requested and the customer response was that the device will be returned.